Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staples cannot be closed normally they are deformed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). From the pictures that were submitted it can be observed one deformed staple. Failure mode "staples deformed" could be confirmed with picture. However it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions.

Event description:
The staples cannot be closed normally they are deformed. The patient's condition was reported as fine.